Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a dissection and balloon removal difficulties occurred. The lesion being treated was located in the severely tortuous, severely calcified, 80-85% stenosed right coronary artery (rca). The vessel was pre-dilated with a maverick 2.5 x 15 mm balloon. A slight dissection was noted distal to the balloon. The physician implanted a taxus express2 8.8% 2.5 x 24 mm drug eluting stent to cover the dissection. The stent was deployed and the balloon was deflated by dial down technique, negative applied, went back to ambient and attempted to withdraw the balloon. The physician met some resistance. The physician had to deep seat the guide to the ostium of the rca and then the balloon and wire were pulled back into the guide. The physician rewired the vessel and on angiography noted a proximal spiral dissection, distal to the stent. The physician attempted to place a taxus 2.5 x 12 mm stent to treat the dissection but was unable to deploy the stent. He tried a pixel 2.5 x 13mm stent but also was unable to deploy that stent. He dilated the vessel again with a maverick 2.5 x 25 mm balloon. The physician was then able to deploy the pixel stent. A surpass 2.5 x 20 mm balloon was placed but couldn't inflate. Then the maverick 2.5 x 20 balloon was placed and still couldn't inflate the balloon. The physician discussed the options with the pt and called a surgeon. The pt was complaining of lower back pain. The physician made the decision to transfer the pt to CABG surgery. The pt's status is reported as fine.